Event description:
The manufacturer received information alleging a ventilator failed to charge and the ac light was not coming on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to charge and the ac light was not coming on. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The customer's complaint was not reproduced. The device powered on and charged as designed. The ac light was illuminated. During final testing the device failed a test step for led verification. The issue was found to be intermittent. The system board was replaced to address the issue. The device was cleaned and tested and passed all final testing.